Event description:
Kimberly-clark rec'd notice on 4/28/98 alleging pt had been hospitalized for a severe allergic reaction caused by an unk allergen. Symptoms allegedly included hives, difficulty breathing, redness and swelling. Pt reported subsequently suffering similar symptoms, and she now believes that there may be a causal connection between the allergic reaction and her use of unscented kotex super absorbency tampons. Pt has recovered.

Manufacturer narrative:
Kimberly-clark received approximately 10 complaints in the past year from tampon users alleging allergic reactions or rashes, which based upon sales of more than 500 million tampons per year, approximates one complaint per 50 million tampons sold. In addition, kimberly-clark received approximately ten complaints of itching or similar discomfort, which did not contain reports of an associated rash. Reports of allergic reactions associated with the use of kimberly clark tampons are very infrequent. Furthermore, oc has seen no trend of an increase in such reports.